Event description:
A hospital in (B)(6) reported that the warmer head of an iw980 wall mount infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) wall mount infant warmer is not expected to be returned to fisher & paykel healthcare. Our investigation is based on the information and photograph provided by the customer. Results: visual inspection of the provided photograph revealed that the front end dome portion of the upper head case was cracked in a semi-circular manner at which the plastic piece was broken off from the case. A lot check revealed no other complaint of this type for lot 030630. Conclusion: it is likely that the flaking and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The customer has ordered a head replacement kit with instructions to repair the unit.